Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: e2. A getinge field service engineer (fse) was dispatched to evaluate the device. After checking the coil cables and restarting the device off and on, the electrocardiogram waveform, arterial pressure waveform, and numbers were all visible. The problem did not recur. The fse out of precaution replaced the assy, display top lcd rohs (0160-00-0127). The fse performed functional and safety checks and was able to return the device into normal condition.

Event description:
It was reported by customer that during use, the cardiosave intra aortic balloon pump had a light red color over the upper display and flickered slightly. The electrocardiogram waveform, arterial pressure waveform, and numbers were visible. The problem did not reoccur after the power was turned off and on. No health hazards to patients.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is, (B)(6). A supplemental report will be submitted upon the completion of the investigation.